Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The device had a scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display after changing the battery. Blood glucose value was 367 mg/dl; treated with manual injection. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. He was advised to remove the battery for 10 minutes, clean the battery cap and insert a new battery; the display did not return. He was then instructed to remove the battery for 2 hours and call back. He stated that he had already removed the battery for 30 minutes and the display remained blank. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.